Event description:
The report stated that during the procedure, the jaw became detached and fell into pt cavity. The piece of jaw was retrieved. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Date of initial report: 04/07/2009. The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.